Event description:
Report alleges pt received implants on 4/3/81. She alleged right now having problems, including fatigue, night sweats and myalgia. She also alleges she got medical documentation associated with atypical connective tissue disease.